Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3/h6: one device was returned for evaluation. Functional and visual testing were performed. Printed circuit board (pcb) test was used since there was no evidence of fluid ingression. The customer's reported problem was confirmed. The root cause of the issue was a faulty pcb. The return tube and pcb were replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device was smelling like melted plastic per setting off over temporary alarm. There was no patient involvement, and no harm reported.